Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Inc9121324: patient reported they are unable to start new sensor on guardian app 1.3.1 / samsung galaxy a51 android 11 "an attempt to reproduce the reported event using +guardian+ (software version 1.3.1) installed on  samsung a50 anroid 11 with a transmitter was conducted. We were able to reproduce the issue 100% of the time during testing. The software did not successfully adhere to the specified requirements and performed in accordance with the expectations specified in the software requirements specifications 10974295doc_¿. After conducting a thorough investigation, it has been discovered that an incorrect zshield configuration was utilized during the creation of the zeus app. As a result, the app's performance has been impacted, as its ability to establish a ble connection the esf number that corresponds to the reported issue is: 4803902 to assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively:  # uninstall guardian app # unpair all bluetooth devices from the samsung a50. # install the guardian app. # run the guardian app. # pair the gst (transmitter). # navigate to sensor setup screen. # tap on the ¿skip you can set up later¿ button. # tap on the ¿all done!¿ button. # connect physical the gst(transmitter) and sensor. # wait 20 minutes. If it does not help, do next steps: # disconnect physical the gst(transmitter) and sensor. # connect physical the gst(transmitter) and sensor. # wait 20 minutes. Helpline confirmed that customer requested to close this ticket as they are purchasing a new mobile device and no further troubleshooting required. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer was not able to use the guardian app. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the device. The device will not be returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section h3 with this report.